Event description:
A report was received from the USA indicating the screen went blank. There was no patient involvement. No additional information was available.

Manufacturer narrative:
The investigation is ongoing. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).